Event description:
It was reported to philips that the system started up slowly and was unable to perform imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system started up very slowly and intermittently unable to perform fluoroscopy. Upon functional testing, the fse found that the ippc was defective. The defective ippc was returned for analysis, and it confirmed that the motherboard was defective. To resolve the issue, the fse replaced the ippc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.